Manufacturer narrative:
A4: weight: 70.3kg. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse manager electrophysiology. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot number. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Please see MDR: 2243441-2025-00002 for the importer report on this reported event.

Event description:
The user facility reported that the glidewire coating shared off when used for pacemaker access. Additional information was received on 07feb2025: the procedure was an upgrade to bi-ventricular pacemaker. The coating sheared off inside the patient. All of the coating was retrieved from the patient. After multiple attempts with hemostat to pull it out with help of a different physician retrieved the sheared coating. The estimated blood loss was less than 250cc. The patient was stable.